Manufacturer narrative:
The device was evaluated at olympus repair center. According to the evaluation, the following was found. The locking system malfunction was identified. Olympus repair center could reproduce the reported phenomenon. The power switch button was difficult to activate. The printed board had a failure. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The user found that only test patterns such as color bars were displayed on the endoscopic image. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus repair center. Olympus repair center found that the inner circuit board was broken. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon was attributed to the broken inner circuit board. Aging deterioration may have caused the defect because 9 years have passed since the device was manufactured. If significant additional information is received, this report will be supplemented.